Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity.there was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in portland, oregon. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t is leaking water and not circulating during maintenance. No additional detail was provided and a reportable malfunction cannot be excluded. There was no patient involvement.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm that patient circuit could not circulate while the water leak could not be confirmed. In detail, patient circuit was found to be blocked by a foreign object causing patient pump to malfunction. The obstruction was removed and patient pump replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: root cause of the reported event was due to a mechanical deviation. The rotation of the pump motor shaft could be blocked by the presence of the foreign object and this led to the damage of the patient pump 1 that was replaced.